Event description:
It was reported ¿leaking cartridges¿. There was no reported adverse impact to the customer. Customer declined further assistance from technical support, and no additional information was received regarding outcome of event.